Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs system was explanted because the pt was not receiving effective stimulation therapy. Also, the pt required an MRI, and later underwent back surgery. Additionally, the scs lead was cut, the paddle portion and some of the wire remained in situ.